Event description:
New information indicated the lead was disabled on (B)(6) 2015.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was disabled. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).